Manufacturer narrative:
Immucor technical support assessed the instrument test well images in question on (B)(6) 2016, and those test well images unexpectedly appeared visually negative.

Event description:
On (B)(6) 2016, a customer site reported some unexpected antibody screen outcomes when using capture-r ready-screen (3) on a galileo echo instrument, when tested on (B)(6) 2016.